Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) and another manufacturer right atrial (ra) lead had a jump in pacing impedance to around 1000 ohms. The respiratory rate trend had oversensed noise caused by the rise in impedance. Boston scientific technical services (ts) discussed turning off trend. Device remains in-service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.